Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on 01/07/2014

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 01/07/2014 with the following findings: occlusion alarms with high force observed in the black box. Time and date was accurately set at start of investigation. Performed pump rewind, load, and prime with no alarms. Pump was exercised for 24 hours on a 1 unit per hour basal rate with no occlusions duplicated. Force sensor calibration reading is above specification. The pump was opened, removed force sensor and check resistance and found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release